Event description:
It was reported to philips that the shutters were not available, which may impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that there was an error in collimator. To resolve the issue, fse replaced the collimator and made necessary adjustment. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.